Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation.

Event description:
Country of complaint: germany. It was reported that the department of surgery had issues with the forceps. During laparoscopic gallbladder surgery, the magazine would fall off the forceps, all the clips fell into the abdomen. The magazine clip continued to break the tip. The clips were able to be removed from the abdomen. There was a small piece of plastic, from the top of the ligation clip that could not be found. There was a 1.5 hour delay in surgery. Additional intervention: after the operation the patient underwent a CT scan to view the abdomen.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the shaft. Here we found an unknown labeling. Additionally we found visible damage on the rear part and on the front part of the shaft. Furthermore we made a visible inspection of the jaw parts. Additionally we made a visible inspection of the push rod. Here we found a bent rod. The measurement of the devices was carried out by the quality assurance of the production department. Conclusion and root cause: the root cause of the problem is most probably maintenance related. Rational: due to the functional test of the shaft and the bent push rod, the instrument is no longer according to the specification. Furthermore the maintenance was not implemented by the customer. Additionally the shaft was not repaired by ats aesculap. We assume these causes as the causal factors. No CAPA is necessary.